Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold and causing pocket stimulation. The lead was capped and replaced. The patient was in stable condition post-procedure.